Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 13.5 cm distal to the is-1 connector pin. The proximal and medial fragments were received for analysis. The distal fragment including the lead tip was not returned. An extraction aid was found on the medial fragment, it is reasonable to assume that the lead was cut during the surgery. The returned lead fragments and x-ray were analyzed. The provided x-ray showed that the distal fragment including the lead tip remained in the patient. The inspection of the returned fragments revealed that the insulation was, apart from the present cut, free of breaches. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Rv lead noise led to inappropriate therapy. The lead was attempted for laser lead extraction however the lead experienced a clean split in the insulation between the shock coils while extracting. After successfully extracting the proximal portion, the distal portion of the lead could not be retrieved via snare and was abandoned in the patient. Lead was reported as sutured down very tightly with little movement possible prior to extraction. Should additional information be received, this file will be updated.